Manufacturer narrative:
No service on the ventilator has been requested. The user facility reportedly replaced the pressure transducer pc board. The replaced part was not returned for investigation. No ventilator logs were provided. Since no parts were returned for investigation, the root cause of the event has not been determined.

Event description:
It was reported that the ventilator failed the pressure transducer test during the pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).